Event description:
Allegedly implant has significant pitting on the lateral articular surface and wear on the medcal surface. Looked like anterior condyle was going into hyper extension and wearing against the insert.